Manufacturer narrative:
The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump stuck in motor error alarm loop and motor position encoder error alarm noted in alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. No alarms noted. The insulin pump received with severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and two different alarms. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.